Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "the image from the camera rolls like it is flipping over and over and over. It did it with the second camera also" was partially confirmed. A test ltf-v3 and otv-s7 scope/camera head, confirmed lack of image inside the mask but no "flipping". Cause of image issues is related to a bent terminal contact pin inside the receptacle board. In addition the technical identified the locking lever was loose the other two test scopes functioned as intended with no other issues. The cause of the image issue is a bent terminal contact pin inside the receptacle board. In addition, the locking lever was also loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the user observed the video display image flip over continuously. The same phenomenon occurred on the second camera as well. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The following sections were updated: b3, b5, e2, e3, h6.

Event description:
The customer confirmed this issue occurred during the middle of a procedure, but the name and type of procedure performed is not available. There was a delay of less than ten minutes. The patient was under general anesthesia and the procedure was completed with a different device. There was no patient injury, infection or medical intervention required.